Event description:
It was reported that the pt experienced a shocking/jolting sensation this past summer after exposure to security gates. The pt felt "heavy" after going thru the security gates. The pt had 2 incidents only. Additional info was requested.

Manufacturer narrative:
(B)(4).